Manufacturer narrative:
(B)(4). The device was returned for evaluation. The tip of the device was visually and microscopically examined and no issues were noted. All blades were present and fully bonded and no issues noted as well on the blades. Visual examination of the balloon noted that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole approximately 8.5mm distal to the distal end of the proximal marker band. An examination of the balloon material identified no issues. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination of the device identified that the shaft was kinked at approximately 215mm mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-nov-2017. It was reported that the device could not cross the lesion. The target lesion was located in the left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon catheter was not able to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was stable. However, device analysis noted a pinhole on the balloon.